Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase results from the cobas 6000 c501 module. The initial result was 629 u/l. The repeat results were 884 u/l and 427 u/l. The initial result was believed to be correct.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. An effect from the patient's beta-thalassemia could not be ruled out. There is no evidence to suggest a malfunction of the device.